Event description:
During a hand assisted lap proctocolectomy procedure, the device did not staple completely. Another cartridge was used with the same problem. The case was completed by overstiching. There were no adverse consequences to the patient.